Manufacturer narrative:
The stent remains implanted and the lot number is not known; therefore a device history record review cannot be completed. The event date is also unknown. Thrombotic events are known potential adverse events associated with the use of the cordis enterprise vascular reconstruction device and delivery system as outlined in the instructions for use. With review of the available information, there are no identified device performance issues or manufacturing related issues. Based on the available information it appears that procedural factors/pharmacological factors contributed to the event. Therefore, no corrective actions will be taken at this time.

Event description:
A report via neurosurgery publish ahead of print do1:10.1227/neu.0b013e318228490c entitled "delayed thrombosis or stenosis following enterprise-assisted stent-coiling: is it safe? - midterm results of the interstate collaboration of enterprise stent coiling", j. Mocco, et.al was received. This patient had a peri-procedural thrombotic event resulting in parent vessel occlusion. This occurred concomitant to an intraprocedural aneurysm rupture during coiling which prevented anti-coagulation/antiplatelet therapy. The enterprise index procedure was for coiling of a residual aneurysm. The patient presented 21 days post clipping and hemi-craniectomy for a subarachnoid hemorrhage with a hunt hess grade v. The outcome was indicated as modified rankin score (mrs) of 5. No further clinical or procedural details specific to this event are available.